Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was experiencing hyperglycemia as well as hypoglycemia. The customer's blood glucose at the time of the high blood glucose event was 350 mg/dl. No further complications were reported to the patient. It was also reported that the insulin pump alarmed insulin flow blocked. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.